Event description:
It was reported to philips that the system would not initialize, stuck at 0. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc was not initialized. The system logfile was checked and confirmed that the malfunction of the flexvision pc. As a part of troubleshooting, the fse reset the flexvision pc, after which the system was initialized again. However, the issue recurred the next day and it was an intermittent issue. The fse decided to replace the flexvision pc despite the system was operating. The codes were updated based on the investigation outcome.